Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter separated from the connector was confirmed. One 4fr single lumen groshong nxt PICC was returned for investigation. The sample exhibits evidence of use. The catheter tubing was received separate from the connector. The two-piece connector had been assembled together. The catheter was 44.8cm in length. The cross section at the proximal end of the catheter was glossy and striated, which is indicative of a cut made with a sharp instrument. A tactual investigation revealed no significant elastic weakness in the tubing. A functional test revealed that the catheter and the connector were patent to infusion. No leaks were observed in the returned sample. The two-piece connector was disassembled. An attempt was made to advance the proximal end of the catheter through the distal connector, but the catheter would not pass. A microscopic examination revealed that the blue compression sleeve had been advanced into the tapered region of the distal connector. Looking down the bore of the distal connector revealed that the distal end of the compression sleeve was constricted. The compression sleeve was pushed out of the tapered region of the distal connector. The connector was then assembled to the catheter without any difficulty. An attempt was made to pull the catheter from the connector, but the catheter stretched and became elastically weak. The elastic recovery at the proximal end of the catheter was permanently affected and no part of the catheter exhibited this weakness prior to the pull test. The connector was disassembled and the distal connector was bisected longitudinally. The compression sleeve was fully advanced into the tapered region of the distal connector. The length and wall thickness of the blue compression sleeve, the outside diameter (od) of the metal cannula, and the od of the PICC tubing were within specification. The evidence found on the returned sample is consistent with an improper sequence of assembly. The instructions for use (IFU) provide guidance on inserting the PICC and attaching the two-piece connector to the groshong single lumen catheter. The steps outline the proper order of assembly to prevent the advancement of the compression sleeve into the oversleeve portion of the connector before the catheter is inserted through the oversleeve. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter was found separated from the connector during the hospital stay of the patient. The catheter was placed one months ago. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp0013 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the catheter was found separated from the connector during the hospital stay of the patient. The catheter was placed one months ago. No other information was provided.